Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that following implantation of the device, the patient suffered severe injuries. The device remains implanted.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to hypermobility of the urethra. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced increased urinary frequency, urgency, incontinence, dysuria, and severe life-disabling pelvic and vaginal pain and dyspareunia. The patient underwent mesh removal on (B)(6) 2016 due to pain and increased urinary symptoms. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.